Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the jaws were sticking to the patient's tissue. Bleeding occurred when the vessel ruptured. No further info is currently available.

Manufacturer narrative:
(B)(4). Visual inspection of the body of the device discovered it was cracked and the body halves to be separated. The device would not function mechanically in the condition it was received. The handle had no tension so it could not be latched to open or close the jaws. The device had been used during the procedure indicating that the weld broke during use. It is possible that excessive force was placed on the instrument causing the weld to split and the jaw clamping function to become ineffective.